Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error was confirmed during functional testing and event log review. The likely root cause of the reported complaint was a failure of the lm34 temperature sensor. The event log review indicated tcmid:05 errors, confirming the reported complaint. During functional testing, the thermogard console failed the power-on self-test and displayed a tcmid:05 error upon powering on, confirming the reported complaint. The lm34 temperature sensor needs to be replaced to remedy the reported complaint. Zoll is awaiting the customer's approval to repair the thermogard console. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with sn (B)(6).

Event description:
The customer reported that the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.